Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the insulin pump had multiple pump error alarm. Customer¿s blood glucose was 209 mg/dl at the time of incident. Customer was unable to clear the alarm. Customer stated that the insulin had cosmetic damage. Customer stated that the reservoir was able to lock in place. The insulin pump will be returned for analysis.